Event description:
The customer stated that he had changed out two hmod30000 due to clotting within 8 hours of application. The customer stated all coagulation parameters were within normal practices, viz. Act, ptt, antixa, and platelet count. Neither sepsis, dic nor hit were diagnosed. Reference # (B)(4). The customer originally reported was for a quantity of 2, and then added an additional 2 for a total of 4 devices. This is device 4 of 4. Device #1 - importer report #(B)(4). Device #2 - importer report #(B)(4). Device #3 - importer report #(B)(4). Device #4 - importer report #(B)(4).